Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been received and are under review by the post market physician. A supplemental report will be submitted upon completion.

Event description:
The patient was admitted to the hospital from (B)(6) 2013 for congestive heart failure/volume overload from missed dialysis treatment.